Event description:
It was reported that the patient presented to the clinic for routine followup and a microdislodgement was suspected as there was no capture available. The lead was explanted as repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.